Manufacturer narrative:
It has been confirmed that the device will not be returned.

Event description:
During an rf procedure, the ground pad cable did not work properly. Troubleshooting efforts were unsuccessful and back up equipment was not available. The procedure has been rescheduled for a different date. No medical intervention was required due to this event.